Manufacturer narrative:
After battery installation, the device powered up to a blank display with the red notification light flashing and the vibrator vibrating. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, or the motor inside the unit. The blank display is due to some problem with the electronics. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with some scratches on the case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.